Event description:
Noise was observed on ventricular episodes. The lead was explanted and replaced.

Manufacturer narrative:
Clarification of analysis submitted on (B)(4) 2012: analysis identified outer insulation damage at 7.0-8.0cm from the connector pin, consistent with the ICD can pressing onto the lead body. The sensing conductor etfe coating was damaged and the pacing coil was visible at the same location. This is consistent with the observation from the field of noise when the sensing conductor was in contact with the pacing coil.

Manufacturer narrative:
Analysis identified signs of compression at 7.0cm to 8.0cm from the connector pin, indicative of the ICD case pressing on the lead body and resulting in insulation abrasion. The etfe coating of the sensing cables was damaged and the conductors were visible in this area. The pacing coil's lumen was also damaged in the same area. The damaged sensing cables and pacing coil could cause the reported noise when in contact with each other.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.